Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected battery out limit alarms noted. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery out limit alarm; the customer cleared the alarm. The battery change did not take longer than 1-5 minutes. The battery out limit alarm has occurred on multiple occasions. The insulin pump will be returned and replaced.